Event description:
The manufacturer received information regarding a ds2 adv auto CPAP device. The patient has alleged humidifier does not work. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician found pca was burned during the device evaluation. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur. The faulty unit will be returned to the product investigation laboratory for further investigation. A follow up report will be submitted when the manufacture's investigation is complete.